Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all accepted criteria.

Event description:
The customer reported his blood glucose, carbohydrate intake and insulin history is as follows: time: 7: am, bg (mmol/l): 21.0, bg (mg/dl): 378, cho (g): 50, bolus (u): 7.2 and 6.0u (manual injection with an insulin pen). He noticed the cannula was kinked.